Event description:
The reporting facility described two accudrains (ins-8400) noted to be leaking cerebral spinal fluid. The first device was discarded by the nursing staff. The device was revised to a second ins-8400. Leaking was noted from the second unit tubing (exact location not known). Second unit was returned to manufacture for evaluation. Patient kept in the hospital an additional day for observation. No patient injury occurred as a result of the event. Additional clinical information requested from reporting facility. (B) (4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.